Event description:
During the surgery, the surgeon could not lock the bearing insert onto the tibial base plate. Then, the surgeon used spare bearing insert (same size) instead of it.

Manufacturer narrative:
Method: dimensional inspection, DHR and complaint history review. Result: no manufacturing issues noted. Similar events reported, typically associated with user handling and multiple attempts to implant. This event was included in a retrospective review of MDR decisions for events reported between (B)(6) 2006 and (B)(6) 2008. FDA revised the scope of the review to end (B)(6) 2008 and this event fell outside the scope of the retrospective summary report #(B)(4).